Event description:
A malfunction was reported by a customer, indicating a problem with their insulin pump. There was no adverse impact on the customer¿s blood glucose level, which remained within the normal range. The customer was advised by technical support to reset the pump, but the issue persisted, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections as backup therapy and was guided on returning the malfunctioning pump with a pre-paid label.